Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to a depleted battery. A longevity calculation was performed and was found to be within specification. Review of the device image indicated the cause of the low battery voltage was a high volume of hv charges.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient was in stable condition post-procedure.